Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen (unknown concen tration and dose) via an implantable pump for unknown indications for use. It was reported that the patient was not receiving itb therapy and had a return of spasticity symptoms. It was unknown if there were environmental factors. Diagnostics/troubleshooting included a dye study being performed to confirm catheter issue. Actions/interventions included the patient being referred to a surgeon for a catheter revision. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". It was unknown if a surgical intervention occurred. The patient's weight and medical history was unknown. Additional information was received from a company representative (rep) reporting that the patient's weight at the time of the event was unknown. The result of the catheter dye study was a malfunctioning catheter and this was the cause of the patient not receiving therapy. Surgical intervention occurred and the issue was resolved. It was unknown if the device had been returned or if a mdt employee had possession of the device.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# h834100701 serial# implanted: (B)(6) 2012.explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6) , ubd: 03-aug-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.